Event description:
It was reported to vyaire medical that the avea ventilator fio2 (fraction of inspired oxygen) reads between 21%-23% on the screen but is reading 24%-25% on the analyzer. At this time, there was no information of patient involvement reported with this event.

Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.